Event description:
Event description guidant received information that this implantable lead displayed crosstalk, oversensing of the atrial output pulse by the ventricle. This resulted in inappropriate inhibition of the ventricular channel. Respositioning was attempted, however it was discovered the coil was stretched, and the lead was explanted. A new lead was placed successfully.